Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nosebleeds. No medical intervention was specified in the complaint. Per the pms assessment, the reported nosebleeds are assessed as non-serious injuries. Therefore, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.